Event description:
This lead was implanted on (B)(6) 2007. A call placed to technical services on (B)(6) 2013 states that there was an infection and that they are going to extract it on that day. The physician was dr. (B)(6), at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).